Event description:
The user facility reported that their harmonyair ems boom was sparking and emitting "buzzing sounds" from within the unit. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the outlets were burnt. Indicating that electrical arcing occurred. The harmonyair ems boom was removed from service and repaired. The unit was tested, confirmed to be operating according to specifications, and returned to service. The harmonyair ems boom is approximately 14 years old and is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.